Event description:
Healthcare professional reported "intracapsular rupture". Later healthcare professional reported "axillary lymph nodes up to 14 mm". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". Later healthcare professional reported "axillary lymph nodes up to 14 mm". This record is for the right side. Device was explanted and replaced with another manufacturer's device.